Manufacturer narrative:
Report date: 5feb2019. Date rec'd by MFR: 4feb2019. Spoke with customer who stated that the flow sensor has been replaced and the issue is resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 07may2019. Date of report: 12jun2019. Gas delivery system (gds) was received for evaluation. No signs of damage or contamination were identified during visual inspection. Gds was installed onto fi test ventilator for testing. After testing, the airflow sensor drift caused the unit to pass out of the specified range. Replacing u1/u2 combination of airflow sensor subsystem resulted in all tests passing. Root cause determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports unit failed test 5 - air delivery and flow accuracy. No patient/user harm reported. Event date not specified; estimate used.